Manufacturer narrative:
A non-sterile rapidtransit dual marker 150cm microcatheter was received coiled inside of a plastic bag. A boston scientific complex (guide wire) was found stuck inside the microcatheter. No damages were noted on the hub. Residues of blood dry were found on the microcatheter body. The microcatheter was inspected and it was found with compressed sections. Just the rest of boston scientific complex helical 0.018¿ pushable coil was found attached. The boston scientific was inspected and it was found kinked. The microcatheter was inspected under microscope and compressed sections were found on microcatheter body. The ID and od from the microcatheter were measured and were found within specification. The functional test was performed. The boston scientific was removed of microcatheter and severe resistance was felt when it passed through of compressed sections of the microcatheter. The received microcatheter was flushed out using a lab sample syringe (nipro) the water came out from the distal end of the device. A 0.018¿ guide wire cordis lab sample was introduced into the microcatheter and severe resistance was felt when guide wire lab sample was passed through of compressed sections found on the device. However; the guide wire 0.018¿ passed completely through the microcatheter. The rapidtransit microcatheter was introduced into a 0.058¿ androit guide catheter cordis lab sample and it advance smoothly until the androit distal tip without any difficulty. The review of lot 17118034 revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer that the catheter (body/shaft) obstructed the pushable coil was confirmed during the visual analysis. The failure reported by the customer that there was resistance when advancing the catheter through the guide catheter was not confirmed. The cause of the failure experienced by the customer appears was due to the compressed sections found on the device, the cause of these defects could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. This report is related to MFR report # 1058196-2015-00123.

Event description:
The rapidtransit catheters (601251x/17118034 and 17133262) had trouble passing through a 5 french terumo guide catheter. Also the same catheters would not accept a boston scientific complex helical 0.018¿ pushable coil. The rapidtransit catheters eventually reached the target vessel site, a distal superior mesenteric artery aneurysm when the boston scientific coils were attempted to be advanced through them. The patient¿s vessels did not look calcified or tortuous. It is unknown if any devices kinked. When the rapidtransits were removed from the patient there were no damages on any part of the devices. The microcatheters were flushed before the coils were advanced. A hi-flo (details unknown) microcatheter was then advanced in place of the rapidtransit without a problem. Both catheters will be returned. There was no significant clinical delay to the procedure as a result of the issue.

Manufacturer narrative:
A non-sterile rapidtransit dual marker 150cm microcatheter was received coiled inside of a plastic bag. A boston scientific complex (guide wire) was found stuck inside the microcatheter. No damages were noted on the hub. Residues of blood dry were found on the microcatheter body. The microcatheter was inspected and it was found with compressed sections. Just the rest of boston scientific complex helical 0.018¿ pushable coil was found attached. The boston scientific was inspected and it was found kinked. The microcatheter was inspected under microscope and compressed sections were found on microcatheter body. The ID and od from the microcatheter were measured and were found within specification. The functional test was performed. The boston scientific was removed of microcatheter and severe resistance was felt when it passed through of compressed sections of the microcatheter. The received microcatheter was flushed out using a lab sample syringe (nipro) the water came out from the distal end of the device. A 0.018¿ guide wire cordis lab sample was introduced into the microcatheter and severe resistance was felt when guide wire lab sample was passed through of compressed sections found on the device. However; the guide wire 0.018¿ passed completely through the microcatheter. The rapidtransit microcatheter was introduced into a 0.058¿ androit guide catheter cordis lab sample and it advance smoothly until the androit distal tip without any difficulty. The review of lot 17118034 revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer that the catheter (body/shaft) obstructed the pushable coil was confirmed during the visual analysis. The failure reported by the customer that there was resistance when advancing the catheter through the guide catheter was not confirmed. The cause of the failure experienced by the customer appears was due to the compressed sections found on the device, the cause of these defects could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time.